Event description:
I woke up, did a bg, ate breakfast. Then I walked into the bedroom. I fell. According to those there, I was unable to get up and was mumbling. Ems was called. My bg was over 500 (has been 140 the night before). I was having cardiac arrhythmias. At the hospital, my bg was up to 1040. Sometime in here, I had a seizure and went into renal failure. I continued to have arrhythmias and all of this is considered to be due to pump failure (insulin pump). Pump manufacture date: 06/2012.